Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 30-degree endoscope plus would not lock in and kept automatically going to 30 degrees up and down. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that while conducting release of bowel, the endoscope image was inverted. There was no patient injury. The endoscope was replaced, and the procedure was continued.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. During inspection of the endoscope housing, the nose section of housing exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on of the button pack assembly. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The over-molded section of cable assembly located at the middle third of the endoscope cable was found delaminated. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure.

Event description:
Refer to h10/h11 for follow-up information.